Manufacturer narrative:
The insulin pump passed required tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to history file was overwritten. The insulin pump had cracked display window corner, reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor error alarms and a motor position encoder error alarm. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not dropped. The customer performed displacement test and the insulin pump passed. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.